Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead exhibited low pacing impedance and high capture threshold. The lead was capped and replaced (B)(6) 2023. The patient was in stable condition.